Event description:
It was reported that during a remote follow up, low pacing impedance was noted on the device. Provocative testing was performed and no anomalies were noted. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored. Is not pacing depended and there were no loss of capture, no oversensing, no undersensing.